Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient¿s symptoms had returned, and their battery was flipping in the pocket. It was reported that the battery flipping was due to weight loss. The battery and lead were replaced to resolve the issue, and the issue was reported to be resolved at the time of the report. No further complications were reported.